Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainers, patient reported that their upper retainer on the left side is not cut low enough and is rough. This is causing cutting to the inside of their cheek. Advised patient to file the rough area and provided warm water tip and saltwater tip to help heal tissue.